Manufacturer narrative:
Additional information: d9, g3, h6. It was reported that during an arthroscopy surgery the loop of the device could not be shortened. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. This can be caused by passing the long tail of the suture too far or all the way through the suture threader wire loop this can occur during use of the device or when packaging the device.

Event description:
It was reported that during an arthroscopy surgery the loop of the device could not be shortened. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.